Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the impedence reading was 145 as soon as device was turned on. Once the wattage was increased the device impeded out within 3 - 5 seconds. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
One act1530 was received for evaluation. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The water circulated normally through the device, however the device did not read the temperature properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be broken. This is a manufacturing related failure. Corrective action was implemented subsequent to the manufacture of the incident device. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the impedence reading was 145 as soon as device was turned on. Once the wattage was increased the device impeded out within 3 - 5 seconds. Another device was used to complete the procedure. There was no patient injury.